Event description:
Account stated that the knee and head will not raise. I ask him to try this in calibration. Bed still did not work in calibration. I ask account to swap the head up coil with the head hilow up, and use the hilow up switch to run the head up. Account stated that the head still would not go up, I told him to change the head up valve.

Manufacturer narrative:
Three attempts were made to resolve this with the customer with no resolution.